Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask and the area was not clean prior to starting peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis event. Beginning on the day hospitalization started, the patient was treated with ciprofloxacin injection 100 milligrams in every bag intraperitoneally (specific frequency of bags and duration not reported) and amikacin injection 50 milligrams in every bag intraperitoneally (specific frequency of bags and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.